Event description:
It was reported to philips that the system screen went black when emitting fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing coronary procedure was performed when the issue happened, and the procedure was delayed and completed by calling for a portable c arm at the time of even. The philips field service engineer (fse) visited onsite and checked system screen went black when emitting fluoroscopy. The log file was reviewed by nss and found a faulty converter. Fse replaced the converter. As a follow up fse identified further issues concerning the generator, which led to the procurement of the hv tank, along with alerts regarding the kvma unit. Fse confirmed that the root cause of the problem was a failure of the kv/ma board causing loss of x-ray functionality. To resolve the problem fse replaced kvma board and sent the part for further analysis and the kv ma control was failed but there is no failure on converter. After replacing the converter and kv/ma unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.